Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas had a progressively unresponsive sleep/wake button over several weeks, requiring placement on a charger to wake the screen, and the user completed troubleshooting steps including cleaning, removing the case, and education, after which a replacement was shipped. Symptoms included no adverse effects and no alerts or alarms. Outcomes included continued use of the patient¿s cgm and successful delivery of replacement supplies. Investigation included remote troubleshooting and user education on data sync, device shutdown, return logistics, and device startup with cgm pairing. Investigation of this device confirmed and revealed a hardware failure of the sleep/wake button consistent with a device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.